Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935, implantable tachy lead, (B)(6) 2010; 5076, implantable pacing lead, (B)(6) 2010; 4195 implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the bi-ventricular (bi-v) defibrillator may have reached the elective replacement indicator (eri) early. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.